Manufacturer narrative:
Additional narrative: patient weight is not available for reporting. Event date: unknown. This report is for unknown number of external clamps (external pin fixation construct). Part and lot numbers are unknown. Without a valid part and lot number, UDI is not available. Device is not expected to be returned for manufacturer review/investigation. The (510k): unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a self-inflicted gunshot wound to the right face which created a continuity defect in the posterior right mandible. Patient was placed into an external pin fixation on (B)(6) 2015. The external pin fixation was used as a temporary device to hold the residual mandibular fragments in position. The right mandibular ramus rotated upward after several weeks. Either there was pin (schanz screw) loosening or loosening of the external clamps. On (B)(6) 2015, the external pin fixation was removed and using an extraoral approach. A right angle 2.5mm matrixmandible reconstruction plate and thirteen (13) matrixmandible screws were implanted for a resection right mandibular body with bone graft. Procedure was completed successfully and patient was reported as stable. This report addresses postoperative pin loosening or loosening of the external clamps of the external pin fixation. Postoperative infection of the bone graft has been captured under linked complaint (B)(4). The postoperative plate breakage and nonunion has been captured under linked complaint (B)(4). Concomitant device: titanium rod (part # unknown, lot # unknown, quantity of 1). This report is for unknown number of external clamps (external pin fixation construct). This is report 2 of 2 for complaint (B)(4).